Event description:
The company was informed that the pt is experiencing intermittencies. External equipment was exchanged and programming adjustments have been made, however this did not resolve the issue. Device testing revealed that the device is not functioning within spec. Revision surgery is under consideration.